Manufacturer narrative:
H6: investigation summary: the customer reported leaking from the luer lock junction and the union with the stopcock. The customer returned photos with markings showing the location of the leak, and the complaint is verified. There was no physical sample returned, and the root cause is unknown. A device history record review could not be performed because a valid lot number was not provided by the customer. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked during use. The following information was provided by the initial reporter: "while rounding with my team this last week it was brought to my attention that the infusion sets that have replaced our previous product in the ir dept have been experiencing issues. Apparently these sets have been leaking when in use. As you can imagine this is a big concern as it can lead to inaccurate doses of medication delivered to the pt."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked during use. The following information was provided by the initial reporter: "while rounding with my team this last week it was brought to my attention that the infusion sets that have replaced our previous product in the ir dept have been experiencing issues. Apparently these sets have been leaking when in use. As you can imagine this is a big concern as it can lead to inaccurate doses of medication delivered to the pt."